Manufacturer narrative:
The field service representative performed a reproducibility check which was successful. He changed the pinch valve tubing, flushed the measuring cell, and checked the alignment of sipper probe. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The country of origin is (B)(6). The previous calibration and qc tests had acceptable results. The field service engineer visited the customer site and the measuring cell was flushed and the probe alignment was checked. Precision studies were performed.

Event description:
The initial reporter received questionable elecsys t3 , elecsys t4 assay, and elecsys tsh assay results from the cobas e 411 immunoassay analyzer. The initial results were: 0.782 ng/ml, 0.440 ug/dl and 0.016 uiu/ml. The initial results did not match the patient's clinical history which prompted a rerun. On (B)(6) 2020 the rerun results were: 1.21 ng/ml, 9.53 ug/dl and 1.65 uiu/ml. The questionable results were reported outside the laboratory. The tsh lot number was 44860303 and expiration date was 30-apr-2021. The t3 lot number was 395018 and expiration date was 31-jul-2020. The t4 lot number was 415434 and expiration date was 31-dec-2020.